Manufacturer narrative:
E.4 added selection as it was omitted from the initial report that was submitted. G.1 revised manufacturing site name as it was entered incorrectly on the initial report that was submitted. Added manufacturer site address street line 1, city, postal code, fax number and country code as they were omitted from the initial report that was submitted. H.11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ investigation summary: the investigation has been completed. No product was returned for investigation. Major bleed: bleeding from right femoral access site was noted. The cause of the bleeding is determined to be use issue because hemostasis was achieved by manipulation of catheter at site, placing additional sutures and gentle compression were noted. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp pump placed to support the patient with acute myocardial infarction complicated by cardiogenic shock. The pump was placed but the access site was found to be bleeding. The team had to troubleshoot and intervene by the placement of sutures, gentle pressure, adjustment of the angle, and giving 2 units of rbc. The pump was explanted after 24 hours. Patient survived event.